Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. Unexpected battery power loss not confirmed. Failed battery test not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose value was unknown. The customer had several issues with his insulin pump. The insulin pump will be returned for analysis.